Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced early-morning low glucose values around 3 a.m. After starting the ilet recently, with the device still adapting to their glucose trends; the user expressed frustration and sought strategies to avoid lows during upcoming travel, and education was provided regarding the learning phase and nocturnal trends. Symptoms included sweating consistent with hypoglycemia. Outcomes included oral treatment with fast-acting carbohydrates and user counseling. Investigation included troubleshooting with the user and provision of education about the ilet¿s adaptive behavior. Investigation of this case revealed no confirmed device malfunction, and the event was characterized as hypoglycemia with unclear cause during the initial learning period. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.